Event description:
We have had multiple outside insulator issues with zoll part number 1009-0913-02 one step cables in the last 60 days. The outside jacket is cracking completely in half and pulling away from the strain relief after only about 3 years of use.